Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 8mm amplatzer vascular plug ii was successfully implanted to repair a patent ductus arteriosus (pda) using a 5f amplatzer torqvue lp delivery system. The device was well placed, the procedure was successful, and the patient was stable. There was no difficulty implanting the device. On (B)(6) 2022, a follow-up ultrasound as performed, and there was evidence of displacement of the device and leakage. There were no reports of any sudden movement or fall that may have accounted for this event. The device was then retrieved using a transcatheter snare. A replacement device, a 10mm amplatzer vascular plug ii, was then successfully implanted to resolve this event. The patient remained hemodynamically stable throughout the procedure. The patient has since been discharged.

Manufacturer narrative:
An event of displacement of the device and leakage was reported. The device was returned to abbott for investigation and the device met visual and dimensional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, artmt600034447-b, "the amplatzer¿ vascular plug and amplatzer¿ vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature."